Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an error message was displayed during interrogation. Technical support was contacted and assisted in re-downloading the device firmware to resolve the issue. During review of the device image, episodes of intermittent undersensing were observed on the device. The issue was resolved by reprogramming the device. The patient experienced no adverse consequences.